Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi: 27.364). Concomitant products included ethinylestradiol;norethisterone acetate (estrostep) from 2006 to 2011, fluconazole since (B)(6) 2018, levothyroxine since 2008, ondansetron (zofran), sumatriptan since (B)(6) 2018 and topiramate since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("pain: lower abdomen/cramps"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping); worse during cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain: lower back"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). The patient was treated with surgery (ablation in (B)(6) 2011). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, mood swings, depression, dysmenorrhoea, migraine, headache, dyspareunia, fatigue, alopecia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings and weight increased to be related to essure. The reporter commented: current weight 216lbs. She did not underwent essure removal or planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi: 27.364). Concomitant products included ethinylestradiol;norethisterone acetate (estrostep) from 2006 to 2011, fluconazole since (B)(6) 2018, levothyroxine since 2008, ondansetron (zofran), sumatriptan since (B)(6) 2018 and topiramate since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("pain: lower abdomen/cramps"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping); worse during cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain: lower back"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). The patient was treated with surgery (ablation in (B)(6) 2011). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, mood swings, depression, dysmenorrhoea, migraine, headache, dyspareunia, fatigue, alopecia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, mood swings and weight increased to be related to essure. The reporter commented: current weight (B)(6). She did not underwent essure removal or planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: essure lot number was added. The case is incident. Reporter information was added. This case concerns 30 year old patient. Her demographics were updated. Her concurrent condition was added. Lab data was added. Essure indication was amended. Her concomitant medications were added. Previously reported event injury to herself was updated to more specified events: bleeding, pain: lower abdomen/cramps, mood swings, depression, dysmenorrhea (cramping); worse during cycle, migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, hair loss, weight gain, pain: lower back were added. Essure was ongoing at the time of the report. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.